Manufacturer narrative:
The device showed signs of non-stryker repair and replacement. This is contrary to the instructions for use.

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.